Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A4 - patient weight is unknown a false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. A manufacturer represenative met with the patient and confirmed the battery was at 2.92 volts.